Event description:
Consumer complaint of high blood results. Consumer did not have control solution for assistance with troubleshooting.

Manufacturer narrative:
Product not returned for eval. Consumer was sent control solution for troubleshooting. Attempts are being made to contact consumer for f/u. (B)(4).